Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system.

Event description:
Caller states the patient tested 2.7 inr on coaguchek s system and 4.1 inr/3.9 inr on 2 additional coaguchek xs systems during duplicate testing. Medication was unchanged based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.